Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation of the pulse generator at implant showed varying thresholds. Via the pacing system analyzer (psa) threshold was consistent at 0.8 v to 0.9 v but the pulse generator showed an intermittent threshold of 1.75 v, 0.4 ms.